Event description:
The hcp reported that he suspects the pt has an inflammatory mass. An MRI was performed and reveals a mass at the catheter tip. The pt is having difficulty walking without a cane and is experiencing back pain which is new. The hcp is planning to perform a laminectomy in the near future. The pt was receiving morphine through the pump. A follow-up report will be sent when additional information becomes available.